Event description:
In 2005 the patient reported that a burn occurred due to the charger. Two weeks prior, the patient feel asleep while changing with only a paper towel separating the charger from the skin. The patient had taken amitriptyline 200mg. Migrainal icc injection, oxycontin 160mg, and valium 10mg before going to sleep. Patient woke up 8 hours later to pain. Patient saw a primary care physician who recommended using neosporin ointment and prescribed spectracef 200mg, one tablet twice daily for 10 days. Patient contacted an advanced bionics respresentative who instructed the patient to see the implanting surgeon immediately. The patient was re-educated on the use of the charger and now understands the need for the use of the belt or adhesive patch and to not change while sleeping as the labeling outlines.